Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; delamination, creases flat and wear abrasion. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak from valve itself".

Event description:
Healthcare professional reported right side "leak from valve itself". Device has been explanted.